Event description:
Per 522 / cec: on (B)(6) 2023, desara one implanted with no evidence of injury. Subject was discharged on the following day without issue. Per 522 / cec: acute respiratory failure with hypoxia was reported from on (B)(6) 2023. The is considered an sae due to hospitalization. Concomitant medications have not yet been recorded in edc, though records were requested for review. Cec adjudicated the ae is severe, not related to desara one device, sling implant procedure or concomitant procedure. Most likely anesthetic-related.